Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for persistent low flow alarms. The patient was asymptomatic, and was started on intravenous (IV) dual inotropes. Dobutrex was stopped related to ventricular tachycardia (vt). Initially the left ventricular assist device (lvad) speed was decreased to 5500 revolutions per minute (rpm) per medical doctor for possible overdiuresis. However, the echocardiogram showed a dilated left ventricle and therefore the speed was increased per medical doctor to 6200 rpm. The patient was stable and low flows were intermittent. A review of the log files by technical services found low flow events on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported arrhythmia could not be conclusively determined through this evaluation. Review of the account¿s submitted log files confirmed low flow alarms; however, a specific cause for these findings could not be conclusively determined through this evaluation. The controller event log file contained events from 10mar2023. Transient low flow fault flags were captured throughout the file when the estimated flow decreased below the low flow threshold of 2.5 liters per minute (lpm). Several of these faults lasted at least 10 seconds and resulted in low flow hazard alarms. No other notable events or alarms were observed. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 1 also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.